Manufacturer narrative:
B3/d10: this occurred on unreported dates over the ¿last couple of weeks¿. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air was observed in two (2) amia automated pd cycler sets; further described as "air bubbles under the piece of plastic that goes in the front door." This occurred during an unspecified process step of automated peritoneal dialysis therapy. The home patient was connected at the time of the event. There was no visible damage to the cassettes. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to b5: it was reported that air was observed in an unspecified quantity [previously submitted as two (2)] of amia automated pd cycler sets; further described as "air bubbles under the piece of plastic that goes in the front door." Additional information was added to h6 and h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The devices were discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.